Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. The freedom home ac power supply passed all functional tests. The customer-reported issue concerning an inoperable green led indicator light could not be reproduced during investigation testing; therefore, a root cause for the reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
This freedom home ac power supply was not in patient use. The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green led light on the freedom home ac power supply would not light up.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom home ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This freedom home ac power supply was not in patient use. The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green led light on the freedom home ac power supply would not light up.